Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer it was discovered that the run/safe switch would not lock into place which may allow the device to turn on unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer it was discovered that the run/safe switch would not lock into place which may allow the device to turn on unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
.